Event description:
In 2007, hitachi received a call on our customer helpline that reported that the images on a hitachi airis ii were displayed abnormally. Afer investigating the problem, it was determined that a system variable changed during routine maintenance was not reset at the conclusion of the procedure. The variable sets the top/bottom image orientation and is normally set so that the patient's head direction is displayed at the top of the screen. The variable change resulted in the image being flipped horizontally. When the display changed orientation, the image markers (right/left) were also changed and noted the anatomy correctly. After the discovery, the system variable was returned to its normal setting. At the time of the incident, there was no reports of adverse events resulting from the problem. On five months later, the site called hitachi again to report that during the time the parameter was changed in original month, the site radiologist read a patient image set and did not notice the orientation marker change and reported an anatomical defect on the wrong side. The referring physician questioned the diagnosis and had the patient examined again on a different MRI system. The second scan results contradicted the first and exposed the reading error.

Manufacturer narrative:
Hitachi plans to revise the maintenance procedure to allow the required maintenance action without the need to temporarily change the display orientation variable. Hitachi considers this a user error because the display anatomical markers were correct and the system was operating correctly given the variable setting.